Manufacturer narrative:
Specific sample collection device or centrifugation information was not supplied. Qc and system check data was not supplied. Bec cts (customer technical support) instructed the customer on disabling motors and removing the reagent pack and advised the customer to discard it. The accutni reagent lot number is 023755. There is no indication that service was dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that they had misloaded a troponin (accutni) reagent pack on the access 2 immunoassay system and obtained "no value" results on patient samples tested at the time of the event. Review of data showed that the customer obtained "no value" results for three patient samples as well as a "normal" result from one of the patient samples. No sample results were reported outside of the laboratory as the customer was aware of a mis-loaded reagent pack at the time of the event. It is not known if the pack had been appropriately re-loaded by the customer prior to obtaining the "normal" result from the third patient. The patient samples were analyzed on the customer's other instrument. No reports of death, injury, or change to patient treatment have been reported in connection with this event.